Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2012. Patient has fallen three times due to implant. Patient fell on to knee and is now conscious of numbness and "giving way" sensation. Unable to kneel due to significant anterior knee pain/severe pain and palpatations over patella tendon and inferior pole of patella. Patient was advised to see gp for pain relief. This event report was received through clinical data collection activities.